Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is broken off.

Event description:
It was reported the electrocardiogram (ECG) cable connection was broken. The programmer was returned for service. No patient involvement or complications were reported.